Event description:
The food and drug administration notified smiths medical that the cadd-solis wireless communication module (wcm) could potentially be affected by a set of vulnerabilities identified in the cisa cybersecurity vulnerability notification (B)(4). The recently published advisory addresses multiple vulnerabilities affecting embedded tcp/ip software created by treck inc. This tcp/ip stack has been implemented in a wide range of industries and products, including the digi net+os operating system used in the cadd®-solis wireless communication module model 2130. Smiths medical has determined that the vulnerabilities identified in the advisory represent controlled risks to the affected cadd®-solis wireless communication devices as defined in FDA guidance document postmarket management of cybersecurity in medical devices. The vulnerabilities found in digi net+os and treck tcp/ip stack are not specific or limited to smiths medical devices. There have been no customer reports of the vulnerability being exploited in the field. Smiths medical has received a patch from digi, the software vendor, and will release additional information on the issue and further actions as the same becomes available.